Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11719 it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead and atrial lead exhibited oversensing causing inappropriate mode switch. No intervention was performed and the patient experienced no consequences.